Event description:
It was observed that during the device evaluation, the camera head exhibited water penetration in the main unit imaging and inside, flooded camera cable, corrosion at the electrical contact point of the video connector, and white scratches (pixel defects). There were no reports of patient involvement.

Manufacturer narrative:
E2: no the subject device was returned for evaluation and the reported phenomenon was confirmed. In addition, and as noted in section b5, inspection found water invasion in the main unit image capture, cable and corrosion in the electrical contacts of the video connector and scope mounting were observed the camera cable was found twisted, dents on video connector was noted. Scope mount is low and white scratches (pixel defects) noted. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), "precautions for cleaning, disinfection, and sterilization" and "storage," the following statement is found in the "warning" section. Do not clean, disinfect, or sterilize this product together with tweezers, forceps, or scalpels. There is a risk of puncturing the camera cable and destroying the electrical circuitry inside the product due to water leakage. The following statement is included in the "warning" section of the instruction manual "for safe use..endoscope image disappearance and freezing. Do not bump or drop the product. There is a risk of damage to the product's internal electrical circuits due to water leakage. Based on the results of the investigation, the cause of the identified failures are unable to be determined. Olympus will continue to monitor complaints about this device.